Manufacturer narrative:
A supplemental report will be submitted if additional information becomes available.

Event description:
It was reported that the patient is scheduled for a revision procedure planned using the blueprint planning feature. The primary implant was a stryker reunion reverse shoulder system. According to the surgeon, the revision is being considered due to glenoid-side failure, with the baseplate reportedly positioned too superiorly during the initial procedure. The failure was attributed to component positioning at the time of implantation.